Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the surgeon had accessed the catheter access port (cap) but was unable to aspirate the catheter. No symptoms were reported. The event date was (B)(6) 2018. There were no further complications reported at this time. Additional information was received from a manufacturer's representative (rep). It was reported that the patient's weight was unknown. The cause of the inability to aspirate was not determined. The actions and interventions taken to resolve the issue was unknown. No further complications were anticipated/reported.